Event description:
It was reported that during an acl procedure, when the femoral tunnel was made, in order to prevent serum leakage, the specialist inserted a bone tunnel plug. However, when it was time to remove it, the tip stayed inside. All the pieces were removed. Patient´s health condition is stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer supplied images finds the complaint device with the end fractured. The plug shows wear from use and discoloration. Additional images show a stainless steel product tray with smith+nephew labeling. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with component failure. Factors that may have contributed to the reported event include material degradation from repeated sterilization or improper cleaning techniques. The IFU instructs the user to inspect the device for wear or cracking and to discard the device if any wear is observed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.